Event description:
It was reported to medtronic minimed that the customer experienced a pump error 40. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was performed. The customer was able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1805 was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap was attached and locked into place properly. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm.critical pump error (open book image) alarm confirmed and was triggered by a pump error 40 fatal alarm confirmed in the [history files] on 04/21/2025 10:01:00.000. Motor safety circuit error 40, that 'bricked' pump is described in esf2011913. After motor safety test failed, which is a critical error that generates 3 errors per fist occurrence (3x 0xdead0034 in error log) and locks error dump, pump goes to 'open book' after restart. With a file number of 121 and line number of 525. Additionally, pump error 53 was also noted, with a file ID of 65535 and a line ID of 65535. Isolate to the motor stack. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In conclusion, the critical pump error (open book image) alarm was confirmed due to pump error 40. Pump error 40 alarm confirmed due to a motor voltage regulator error, isolate to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.